Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (over 600 mg/dl). The customer received medical treatment at the emergency room (ER) to treat the bg. Prior to going the ER, the customer attempted to treat the bg by drinking water. An insulin injection was administered to address bg. The customer continued to use the pump for insulin therapy.